Event description:
It was reported that during a spine surgery, it was observed that the attachment device was "heating up". It was unknown to the reporter if the alleged malfunction was discovered prior to the procedure or during it. There were no delays to the surgical procedure as a spare device was available. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.